Manufacturer narrative:
The field service representative (fsr ) could not duplicate the reported complaint. He took apart the roller pump and verified there was no grease on the shaft and that there was proper tension on the belt. The belt was cleaned and tightened slightly. The roller pump was reassembled and release testing was performed. The unit operated to the manufacturer's specifications. Per log review analysis, on 03-feb-2021 at 07:10:36 the large roller pump reported an 'underspeed (head < demand)' message and then five seconds later an 'underspeed (belt slip)' message. The log confirms the complaint. It is possible the roller pump was over occluded when the errors occurred.

Event description:
It was reported the roller pump displayed a 'belt slip' message. The surgical procedure was completed successfully. There was no delay. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed via information contained in the data logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team had a six inch roller pump on the heart lung machine (hlm) give a 'belt slip' message during a cardiopulmonary bypass (cpb) procedure. Date of the incident is unknown. Not known what position the pump was in. The roller pump was used for the remainder of the procedure, and the entire hlm was taken out of service after the case. No blood loss, no harm, nor delay in procedure would have occurred.

Manufacturer narrative:
Corrected block: h6. Updated block: b5.

Event description:
Additional information was received that the roller pump was not changed out and was used to complete the case.